Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings: during testing, the pump powered on normally. The pump passed the ez prime steps successfully. The pump was exercised for 24 hours with no issues. The pump manually performed a normal 10u & 10u audio bolus successfully. Both were accurately recorded in the pump history and the bolus history was found to be recording properly. No keypad button response issue was found during testing. The complaint was not duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. It was alleged that the pump's history was missing bolus records. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.